Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova representative identified the reported issue during the repair of another device. The service representative was not able to resolve the reported issue. Therefore the device was requested for further investigation to livanova (B)(4). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a livanova representative identified during the repair of a other device, which was reported in medwatch report 9611109-2018-00264, that the reported s5 roller pump behaved the same way. The roller pump stops and displayed an alarm message if a clamp is held close to the pump cover. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) requested that the cover sensors and hose clamp be returned for further investigation. Only the cover sensors were returned. Visual inspection and functional testing of the returned sensors were unable to identify any issue. The reported issue could not be reproduced and the device worked according the specification. As the hose clamp was not returned for investigation, further investigation could be performed. A root cause could not be identified due to the inability to reproduce the reported issue.

Manufacturer narrative:
Livanova (B)(4) received the clamp which was used during the reported event for further investigation. During the evaluation the error described could be reproduced. It was found that the clamp was magnetized which could be determined to be the root cause of the reported malfunction.